Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as contact dermatitis that is red and itchy on the back under the te pads. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Follow up indicated that the skin irritation improved.